Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient communication received. It was reported that patient had a total knee on (B)(6) 2018; had a revision on (B)(6) 2018 due to wobbling, swelling and pain.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H6 (no code available (3191) is used to capture the device revision or replacement). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on ad 07 feb 2020 were reviewed on ad 25 feb 2020 by a clinician to identify patient harms/product issues. Primary attune total knee implanted to treat osteoarthritis of the right knee. The patella was resurfaced, and depuy cement x 2 was utilized. There procedure was completed without reported complications. Part/lot information provided on page 7 of the medical records. Patient received a revision of the right tka due to pain and dysfunction. Upon entering the knee, the tibial tray was noted to be loose at the cement to implant interface with a mild valgus deformity. The femoral component was well-fixed but revised. The patella was well-fixed and not revised. There was no reported product problem with the revised tibial insert. The patient was revised with competitor products. The procedure was completed without reported complications. Dob: (B)(6) 1944. Medical history: unilateral primary osteoarthritis of the right knee. Doi: (B)(6) 2018. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.